Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon stated that he felt a delay in the movement of the permanent cautery hook instrument. When they removed it to check, they realize that the cables of the instrument were loose, and they proceeded to change the instrument for a spare. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the customer to confirm that the instrument was inspected before the procedure with no issues found. The surgeon was doing a dissection when he said he felt a delay in the instrument, and it would not move much. The surgeon noticed a broken black cable. No power was being used at the time the instrument was found to be damaged. There were no collisions with any other instruments. No fragments fell into the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the permanent cautery hook instrument to perform failure analysis. Fa was able to reproduce the reported complaint. The instrument was found to have a broken distal pitch cable at the clevis hub. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. Mechanical indentations were observed on the distal and proximal clevises. Additional observations not reported by site: the instrument was found to have a derailed grip cable from its normal position at the distal idler pulley. A visual inspection of the backend found no evidence of a cracked clamping pulley, input disk, or input shaft that would have caused the loose cable. The instrument was found to have a dislodged cable crimp at the distal end. The cable crimp was found to have the yaw cable crimp dislodged from its normal position. The instrument was found to have a broken idler pulley. The broken piece, measuring approximately 0.018" x 0.038" in size, was not returned with the instrument. The idler pulleys exhibited mechanical indentations. The instrument was found to have mechanical indentations on the monopolar yaw pulley. No material appears to be missing. The instrument was found to have mechanical indentations on the distal and proximal clevises. No material appears to be missing. Image review: review of the provided image by the rpms (see attachment) is consistent with the reported loose / broken cable. Root cause of the failure mode cannot be confirmed without the returned device. No further escalations required for the image review.